Event description:
An echelon flex 45 articulating endoscopic linear cutter was on the sterile field to be used in a laparoscopic nephrectomy case. When the doctor inserted the equipment in to the abdomen and went to the trigger to fire the cartridge, the cutter did not fire. There was no harm to the patient and the doctor was given a new echelon flex 45 which worked.